Event description:
Boston scientific received information that the patient with this right ventricular lead and pacemaker (insignia model 1291, sn (B)(4)) presented to the hospital with symptoms of syncope. Interrogation revealed three episodes of noise with pacing inhibition lasting for one to two seconds duration. In addition, impedance measurements have increased two hundred ohms. A lead fracture was suspected, however an x-ray did not confirm a fracture. The device had been programmed to vvi pacing mode since implant due to chronic atrial fibrillation (af). A chest x-ray revealed the atrial lead (fineline model 4480, sn (B)(4)) had moved to the right ventricle thought likely since implant. This atrial lead was capturing the right ventricle with a threshold of 0.8v and sensing around 2.0mv. Thresholds were stable in different positions. The device was reprogrammed to aai pacing mode. The patient was monitored for twenty-four hours and the atrial lead was pacing appropriately in the right ventricle. This rv lead was not deactivated other than programming to aai pacing mode. No further patient symptoms were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
During a subsequent follow up visit, an xray was performed confirming a fracture near the header. It was determined the reprogramming of the device was appropriate and a decision was made to further monitor this system.

Manufacturer narrative:
(B)(4).